Event description:
The customer reported that their olympus hd camera head was not provided an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, the unit was not displaying an image. Additionally, there was internal flooding inside of the cabling. The main body was cracked. The cable itself was twisted. Water tightness was compromised due to cracks in the switch and the connector had been dented. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that this was discovered during preparation for a therapeutic procedure. According to the initial reporter the procedure was completed using another camera head with no patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to e1, the initial reporters name was inadvertently left out of previous medwatch report. Additionally, please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event (loss of image) was unable to be duplicated. However, it¿s likely the event occurred due to water entering the cracks on the switch and the head of the imaging unit becoming immersed in water. The root cause of the event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.